Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure, which is expected or random component failure without any design or manufacturing issue. Due to electrical/electronic component problem identified, the performance of an electrical or electronic component was found to be inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. Additional information will be provided if available.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited the control body was missing the adhesive at forceps cover and the the pink rubber had multiple cuts. There was no patient involvement.